Event description:
Physician reported left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii shell.

Event description:
The device has been explanted.

Event description:
Physician reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.